Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The event history log shows multiple, "high alarm displayed: downstream occlusion." Alarms. The device was functionally tested, and when it was primed a downstream occlusion alarm occurred. The root cause is a defective dso sensor. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a downstream occlusion. There was unknown patient involvement and unknown patient harm.